Event description:
Procedure: tympanoplasty. Customer reports that when finishing the procedure in order to being to suture intradermically, when tying the knot and helped in the distal part of the suture and pressure is being made on the knot, the suture breaks. It happened with three sutures. There was no problem with the pt. No bleeding or tissue loss. In order to solve the problem, they used a suture v496 from the competence. Clinical samples discarded, we will ship 6 representative sutures. Ten mins delay."

Manufacturer narrative:
(B)(4), customer investigation date: (B)(4) 2013. Customer investigation summary: "visual: quality assurance received three sealed samples of velosorb 2-0 ud 30 c-13. A tactile and microscopic eval was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. No visual abnormalities were observed. Functional: tensile strength results: kgs min. Avg. Min. Individual max. Individual returned samples 3.096 2.912 3.246 ep specification 2.68 1.34 no functional abnormalities were observed. Summary: quality assurance evaluated three sealed samples of velosorb 2-0 ud 30 c-13 and was unable to detect any discrepancies related to the components or manufacture of the product. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. There were no visual or functional abnormalities noted during the quality assurance testing. A tensile test was performed on the sealed sample and the results exceeded the specifications for the product. Additionally, the foils were inspected with light assisted microscopy with no abnormalities." MFR investigation summary: visual: ten retained samples from the lot in question were visually inspected for completeness and overall quality. This inspection included review of product and packaging. No abnormalities were noted. Functional: ten samples were tested for tensile strength. Results: average 7.204 lbf; min. 6.703 lbf; max. Lbf 7.937 lbf. Ten samples were tested for diameter, and five samples were tested for needle attachment strength. All pieces tested met usp/ep requirements. Ten pieces were tested for pouch seal strength. All pouches tested met requirements for seal strength. No functional issues were noted on any samples tested. Summary: quality assurance inspected ten sealed retained samples of the velosorb 2-0 ud 30 c-13 and was unable to identify any discrepancies related to the product. These inspections revealed no visual abnormalities or signs of damage to the product. Functional performance testing found the product and packaging to meet or exceed all requirements. No abnormalities were observed during this testing.